Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly successfully activated. This is the final report.

Event description:
The recipient reportedly experienced no sound. Programming adjustments were made, however, the issue did not resolve. The recipient's device reportedly migrated. The recipient underwent repositioning surgery.

Manufacturer narrative:
Correction: h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.